Event description:
The customer received questionable ion selective electrode (ise) results for one sample from a patient born in 1932. The initial sodium result was 157 mmol/l and the initial potassium result was 5.6 (5.57) mmol/l. These results were reported outside the laboratory. A second sample was drawn from the patient. The sodium result was 132 mmol/l and the potassium result was 4.5 mmol/l. The values from the first sample were not trusted and the sample was measured again. The sodium result was 136 mmol/l and the potassium result was 4.8 mmol/l. The patient was not adversely affected. The lot number and expiration date of the sodium and potassium electrodes were not provided. The investigation could not determine a specific root cause. Air in the system was suspected as the first results for sodium and potassium were abnormally increased equally and the repeat results were normal. A hardware or systematic issue was excluded since calibration and qc data were inconspicuous and only one sample was affected.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).